Event description:
Customer alleges that a heating pad caused a 3rd degree burn to her breast that required reconstructive surgery.

Manufacturer narrative:
Records indicate the consumer fell asleep with the heating pad on her back and then rolled over on top of the product. Sleeping with the heating pad is abuse of the product and a violation of the instructions and warnings provided. The investigation of this product is ongoing and once we are allowed access to all the information, we intend to supplement this report, if necessary.